Event description:
It was reported that during a procedure at the user facility non-stryker burs would not stay in the core impaction drill. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported, and nothing fell into the surgical site.

Manufacturer narrative:
The technician confirmed the reported event and noted that the driveshaft was corroded.